Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02154.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02154. It was reported that the patient was experiencing high impedance on one of his leads. In turn, surgical intervention took place wherein the patient¿s entire scs system was explanted and replaced. Therapy has been restored postop. It is unknown which lead had the high impedance, therefore both leads are being reported on.